Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude and high out-of- range pacing impedances, measuring greater than 2500 ohms. In addition, inappropriate atrial tachy response (atr) episodes were declared due to noise and oversensing. Was noted the patient experienced shortness of breath (sob). An x-ray was performed, and the results were inconclusive. The noise was unable to be reproduced. Subsequently, a revision procedure was performed, and the ra lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).